Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their report that their device power-cycled after the print button was pressed to obtain a printout of a patient event. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to the customer unrepaired per the customer's request, therefore the root cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their report that their device power-cycled after the print button was pressed to obtain a printout of a patient event. There was no patient use associated with the reported event.